Event description:
The customer reported that the 6600 system monitor would intermittently go blank during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch and the ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.